Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The scaffold remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The 3.0x08 absorb scaffold referenced in is being filed under a separate medwatch report number. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that on (B)(6) 2014, two absorb scaffolds, sizes 2.5x18 and 3.0x08, were implanted in the proximal left anterior descending coronary artery. The patient had chest pain and a non st elevation myocardial infarction on (B)(6) 2016. Medications were given. A coronary angiogram and percutaneous coronary intervention with a stent was performed. There was moderate proximal disease in the segment stented with the absorb scaffolds. The condition resolved on (B)(6) 2016. There was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, myocardial infarction and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.